Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: [3012307300-2022-20289]. The report was submitted in error., corrected data: corrected information provided in h10.

Manufacturer narrative:
No product was returned however the pumps operators manual indicates that the pump will alarm no disposable if a cassette (disposable) is damaged, the wrong type of cassette and/or is improperly connected to the pump. This does not necessarily indicate there is a problem with the pump. There is no evidence that the pump failed to meet specifications. A device history record (DHR) review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. The root cause could not be determined. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if the product is returned or if additional reportable information becomes available.

Event description:
It was reported that a no disposable clamp tubing alarm occurred. Upon restart the pump alarmed no disposable pump won't run. The settings were reviewed, the pump was turned off and tubing was clamped. The cassette was removed, and the tubing was massaged while pressing the green flow stop down. Air bubbles were present in the cassette and tubing. The cassette was tapped on a hard surface and attached. Pump was turned on, settings were reviewed and upon restart the alarm returned. The process was repeated, however, the alarm persisted. Pump was turned off, tubing was clamped and patient would call the provider for further assessment. No patient injury was reported.